Manufacturer narrative:
Batch review performed on 22 july 2025. (B)(4) items manufactured and released on 28/01/2021. Expiration date: 18/01/2026. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation perfomed by clinical affairs department. 4 years after primary cemented tka, the tibial tray subsides and needs replacement. The patient is overweight and the bone appears to be rather weak, with thin cortices. The failure is most probably due to the bone giving way, and it was not originated by a defect or malfunction of the implanted devices.

Event description:
4 years after the primary procedure, the patient reported pain caused by tibial component subsidence. The event was likely related to poor bone quality and excessive body weight. The surgeon revised all components using revision implants. The surgery was successfully completed.